Event description:
The customer reported that the catheter tip was bent.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot number 2402902364 was reviewed and no anomalies related to the reported issue were observed. The physical device was received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness, and we will continue to track and trend through our monitoring programs and take actions as applicable.